Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during central processing, the tip of a curved bipolar dissector instrument was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No tip damage was observed. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage, no missing pieces and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.